Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous unspecified vessel below the knee. The 3.00 mm x 120 mm x 90 cm sterling balloon was inflated three times (1st inflation 8 atms, 2nd inflation 8 atms, 3rd inflation 10 atms) and ruptured on the third inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling sl catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 7mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous unspecified vessel below the knee. The 3.00mm x 120mm x 90cm sterling balloon was inflated three times (1st inflation 8atms, 2nd inflation 8atms, 3rd inflation 10atms) and ruptured on the third inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.